Manufacturer narrative:
Sr-(B)(4).

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. The receiver fails boot and charge, and does not turn on. Unable to peform receiver download or functional testing due to the receiver not powering on. Opened the receiver case for internal visual inspection and used an activated moisture detection sticker and reveals moisture damage throughout the receiver. The reported event the receiver ceases to function was confirmed. The root cause was determined to be moisture damage in the receiver.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.